Event description:
The iol was implanted in the right eye after cataract removal on 11/9/82. Pt was prescribed pilocarpine eyedrops to keep the pupil constrained, so that the iol would not slip. "FDA had recalled this type of iol" earlier but no info was furnished to the pt at the time of surgery. The iol has caused corneal dystrophy and therefore pt has been recommended for corneal transplant. This iol was dislodged in posterior chamber, therefore a partial vitrectomy was performed to fish out the iol.